Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure to treat critical ischemia of the left lower limb, the amphirion deep was used in the distal anterior tibial artery, which exhibited severe tortuosity and moderate calcification. No resistance was met during advancement. A non-medtronic inflation device was used. During balloon inflation at 7 atm, a circumferential/radial balloon burst occurred. The procedure was completed with another balloon. No patient complications have been reported as a result of this event.